Manufacturer narrative:
Uknown was captured in section a1 and no information was captured in section a4 as the customer's initials and weight were not provided. The model # (d4) was not provided. The contact details for the initial reporter in section e1 was not captured, as this information was not provided.

Event description:
A nurse from china reported that they tested a patient's blood glucose with the contour plus one meter and obtained readings of 1.2 mmol/l and 0.8 mmol/l with contour plus test strips from lot # 3bqhh04b. The customer did not present any symptoms of hypoglycemia, however, he was given glucose as a precautionary measure. Another testing was performed with a different vial of contour plus test strips and a reading of 12.3 mmol/l was obtained. There was no allegation of an adverse event. The strips associated with the event were discarded, therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not returned the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus one meter and in-house contour plus test strips from lot # 3bqhh04b using blood sample, which gave a satisfactory performance.